Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hipot test and te recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a pulse lead hipot and te recognition tests. The cause for the test failures was isolated to an open pulse wire in the ECG-a ECG b cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any problems.